Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncopal episodes. It was further reported that the leadless implantable pulse generator (ipg) was not pacing at the programmed lower rate. It was also reported that no atrial mechanical markers were seen upon leadless ipg interrogation. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.